Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. UDI number: note: pi number is unknown as the lot number was not provided.

Event description:
The following information was reported: a pseudoaneurysm was noted two days after closure of the artery. Thrombin injection was performed in the pseudoaneurysm which closed it (resolved it). The patient's hospitalization was prolonged one day as a result of the event. The patient is doing fine. Procedure date: (B)(6) 2015. Additional information: the patient did not require blood transfusion. There was no multiple stick punctures. There was no multiple stick exchanges. There were no problems during the deployment.